Event description:
Info provided alleged that when head up is activated, the head section raises, but slowly drifts back down to level position. No injury alleged.

Manufacturer narrative:
Tech found the vacant bed in designated work area. When head up is activated, the head section raises, but slowly drifts back down to level position. Replaced CPR/trend valve to resolve this issue.